Event description:
On (B)(6) 2012 the reporter contacted animas to report that the patient experienced three cartridges that leaked and were empty soon after being filled. The patient noticed no damage to the cartridge or pump cartridge compartment, the cartridge cap was secure and the pump was primed correctly. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4): the cartridge passed visual inspection and no damage or defects were noted to the leur connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.